Event description:
According to the reporter, a bravo capsule failed to attach. There was no harm caused to the patient and no intervention was required. There was nothing unusual about the patient or the procedure itself that may have led to this event. An endoscopy has been performed prior to the bravo procedure and the esophagus appeared to be normal. This bravo user has been using this procedure for many years.

Manufacturer narrative:
Investigation summary: it was reported that one bravo ph capsule failed to attach to the patient esophagus. One bravo ph capsule was returned and delivery device was received for investigation. The capsule was not attached to the delivery device. The capsule was returned for investigation. Visual inspection did not reveal any damage. The capsule trocar was deployed and appeared normal. The plunger was not fully released. Functional testing could not be performed because this is a single use device and once the capsule is delivered it cannot be functionally tested. Investigation conclusion reveals the most probably root cause was user failure to fully release the plunger. If information is provided in the future, a supplemental report will be issued.